Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 66-year-old female patient, the device inappropriately displayed an "attach pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing including bench handling without duplicating the report. A review of the device data logs showed evidence of the customer's report. Each occurrence of attached pads is accompanied with inconsistent and changing signal, which is evidence of poor coupling. An internal inspection the device found no discrepancies. The electrodes used during the event were not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.